Event description:
It was reported that the iab was inserted and connected to the iab pump. However, the iab could not be inflated resulting in it being removed and replaced with another manufacturer's iab. There were no associated patient complications.